Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the shaft of the mapping catheter kinked after the procedure. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: the patient data files showed at least sixteen applications were performed with catheter 2af283 / 83692 on the date of the event with no system notice or any issues. Upon visual inspection of the mapping catheter 990063-020/215110928, results showed the shaft was broken at the lemo connector and a wire was broken. It was suspected that the shaft and the wire were broken post procedure. The reported issue does not indicate a mapping catheter manufacturing related defect. In conclusion, the reported (mapping catheter connector issue) was confirmed through testing. The reported (kink) was not confirmed through testing. The catheter failed the returned product inspection due to a broken shaft from lemo connector. If information is provided in the future, a supplemental report will be issued.

Event description:
Incoming information indicated that the shaft of the mapping catheter kinked after the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.